Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported by a cardiovascular device technician during a conference reception that about (B)(4) of alerts transmitted by the implantable cardiac monitor are "real alerts" for "real abnormal beats" and that specifically, alerts for rhythm pauses yield the most false arrhythmia alarms. The cardiovascular group where the device technician works implants and uses the products still. No patient complications have been reported as a result of this event.